Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that several hours post implant of this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead, two episodes of noise were recorded on the rv pace/sense channel resulting in delivery of an inappropriate shock. No further noise was observed and all other diagnostics were stable. The noise was felt to be consistent with air bubbles in the device header. No adverse patient effects were reported. This product remains implanted and in service.